Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level displayed "high." Customer administered a correction bolus via the pump which successfully resolved the bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.